Event description:
Customer reported via phone, the insulin pump had alarmed no deliver three times and wasn't sure why two of the alarms occurred. Customer understood one of the alarms occurred because the device was out of insulin. Customer did not recall his blood glucose level at the time of event. Troubleshooting was not possible as customer was reporting a past event. Customer was advised to monitor the device and call back when issue occurs to perform proper troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.